Event description:
Implant surgeon of the hospital reported that the plate was broken. No further info is available at the moment.

Manufacturer narrative:
Investigation in progress but not yet complete.